Event description:
The cypher stent separated from the stent delivery system. It was retrieved from the pt. Additional info was requested and is pending. The product was also returned for analysis.

Manufacturer narrative:
This product was received for analysis but the engineering report is not available as of this writing. All additional info received will be submitted within 30 days upon receipt.